Manufacturer narrative:
Device unavailable from user facility.

Event description:
Additional information was received from a medwatch report regarding an event in which a micro-introducer kit was used. It was reported the guidewire used in the procedure knotted up, and upon removal of the guidewire the distal tip fragmented and remained in the subcutaneous tissue. Manufacturer received information that the guidewire was removed through the needle. The IFU warns not to advance the guidewire against resistance or withdraw the distal tip through the needle, as breakage or embolization could result. The patient was reported to be consulted for surgery to remove the distal tip but refused. No other patient impact was reported.